Event description:
It was reported that the pt underwent a revision due to dislocation.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the mfg records confirmed that the lot code associated with the linear conforms to spec. Review of complaint history identified no previous complaints for the lot code associated with the liner. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.